Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient activity level was described as bed bound.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: agility logistics in brazil informed cook of an incident involving an ultrathane mac-loc locking loop biliary drainage catheter [rpn: ult8.5-38-40-p-32s-clb-rh] from lot number 10033923. On 07feb2021, during a biliary drainage procedure, the flexible stiffener broke and could not be removed. A new device was used to complete the procedure. There have been no adverse effects to the patient due to this occurrence. Reviews of the complaint history, drawing, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Due to this, no dimensional, visual, or functional verifications could be completed. The customer provided two photos of the catheter with the flexible stiffener sticking out of the distal end of the catheter. The hub of the flexible stiffener is no longer in the hub of the catheter. Therefore, it is most likely the flexible stiffener broke and the proximal end of the flexible stiffener could be removed from the catheter. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device's design history files (dhf) were reviewed, and the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) for lot 10033923 and relevant sub-assembly lots recorded one related non-conformance for "i.d. Incorrect" that affected a quantity of 3 devices that were scrapped. There is a 100% inspection for this non-conformances. The catheter sub-assembly lot also fulfilled four additional final lots. There are no complaints on these lots. A non-conformance search on these lots found no related non-conformances. A database search was completed on the complaint lot 10033923 and no additional complaints were found. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA was previously opened to address the issue of difficult advancement and removal of the flexible stiffener. The CAPA concluded that the inner diameter of the catheter was undersized due to lack of in-process inspection dimensions and material shrinkage. The catheter tubing lots were all manufactured prior to implementation activities of the CAPA. Therefore, cook will conclude with findings of the CAPA. The investigation conclusion is a manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. Appropriate measures have been taken to address this failure mode. A CAPA was previously opened to further investigate this failure mode. Corrective actions have since been implemented following the manufacture of this device. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2021 indicates another similar device was placed to complete the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common device name: lje, gbo. Occupation: pharmaceutical. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the placement of an ultrathane mac-loc locking loop biliary drainage catheter during a biliary drainage procedure. The operator reported after passing the biliary drain through the teflon guide wire, "the plastic sheath that provides support for the drain broke and it was not possible to remove it properly." It is unknown how the procedure was completed. Additional information regarding the event and patient outcome has been requested but is currently unavailable.